Event description:
The male pt received two bare metal smart control stents in the right sfa in 2002. Puncture site was ipsilateral. Straight vessel anatomy at lesion site. Lesion was de novo. Thrombus was present at site. Lesion was not calcified, eccentric, covering side branches, and 140 mm long. Reference vessel diameter was 6mm, with 100% stenosis pre-procedure (visually estimated). Lesion was predilatated with an opta pro cordis (pta) (6 mm x 100 mm) at 8 atm, 60% stenosis after predilation. A dissection was then noted proximal and distal to the lesion. Post-dilation with opta pro cordis at 8 atm, 0% stenosis after postdilation. In 2008, the pt had an mi. Pt had an unk stent implanted in the rca since 1998. Pt had in-stent restenosis which was treated with a cypher stent. The event was graded as unrelated to the implanted smart control stents. Three days post initial op in 2002, the pt underwent a duplex ultrasound exam which revealed 50-75% binary restenosis. Location of the restenosis was 3cm proximal to the first stent.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. The dissection with the opta pro balloon was previously reported under MFR report # 9610978-2008-00117. This device is one of two products associated with this event of restenosis. Please refer to MFR report # 9616099-2009-01536 & 9616099-2009-01538.